Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient has suffered injuries and damage from metal-on-metal wear, which has resulted in her having elevated levels of chromium and cobalt in her system. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Event description:
Litigation alleges pt has suffered injuries and damage from metal-on-metal wear, which has resulted in her having elevated levels of chromium and cobalt in her system.